Event description:
It was reported that the patient presented in clinic for follow-up. Upon review, it was noted that the left ventricular lead had diaphragm stimulation. The lead was capped and replaced on (B)(6) 2021. The patient condition was stable post-procedure.